Manufacturer narrative:
(B)(4).

Event description:
Procedure: liver lobectomy. According to the reporter: at the second firing when a doctor closed the jaw closed on hepatic veins, but found a difficulty in squeezing the handle at first. Upon trying to squeeze the handle for the second and the third times, felt it was easier than usual. Confirmed the vessel could be resected but a failure of stapling caused the bleeding. The staples did not deploy. It could be recovered within the total amount of bleeding of less than 400cc. Bleeding was controlled in an open case ligation. No transfusion was required. Operating time was extended by more than 30 minutes. No reinforcement material was used.